Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a leak. The root cause of the leak was a cracked distal luer. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample

Event description:
Baxter (B)(4) received a report that an intermate leaked from the connection between the luer and a huber needle during the patient use. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.